Event description:
It was reported that the device's therapy connector failed a resistance test and the device would not shock. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The internal therapy connector assembly was replaced and then proper device operation was confirmed through functional and performance testing. The device was then returned to the customer for use.